Event description:
It was reported the clinician encountered a system error on the programmer when interrogating or performing a manual load of any device. The service disk was to be run. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.